Event description:
Procedure: gastric bypass. According to the reporter: during the stomach stapling, the sulu did not close the staples and there was bleeding throughout the staple line. Hemotherapy (blood transfusion) was required. Further details have been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).